Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s surgical procedure, the customer noted that a piece of the black shaft was coming off about an inch and half from the tip of the thoracic grasper instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the main tube exhibited a damaged section with tube insulation lifted up. The damaged areas were located roughly 1.85 above the snake wrist. The lifted up area did not exhibit any pieces missing. When lifted piece was moved back into place, the area exposed was completely covered. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and/or main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.